Event description:
This ra lead was implanted on (B)(6) 2009 and still remains implanted at this time. In a product experience report received on 06/25/2018 it was noted that the lead exhibited episodes of noise and extra signals sensed in the atrial channel. The physician was dr. Sarah whitaker at fairfield general hospital in bury, united kingdom . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).